Event description:
Philips received a complaint from the customer, reporting that the device displayed error codes 1007, 111b, 127, and 1118. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 was failing with codes 1007, 111b, 1127, and 1118. The customer verified that the cable from the data acquisition (da) pcba, to the motor controller (mc) pcba, was properly connected and secured. It was also reported that all of the 8 pins from the solenoids were connected properly to the da pcba. A philips field service engineer (fse) evaluated the device and performed diagnostics. It was reported that the power board was replaced; however, the issues were not resolved. The fse replaced the pcba, motor contr, 3rd gen, v60/v680 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.